Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. 510(k) number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon reattaching the connector to site they noticed about 2 hours later that their clothes were wet. Found the connector was not completely closed. Proceeded with infusion after closing connector. Additional comment was made that subject had been moving and packing heavy boxes during the day. Noted that night the site felt tender but continued infusion and didn't change the site till the following day. The event contributed to injury in form of "cellulitis at previous injection site left mid abdomen at the 3'o clock position." The event is ongoing. Concomitant medication or therapy started. No medical or surgical intervention was reported.